Manufacturer narrative:
Updated data: b5., b7., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that advancing the delivery catheter system (dcs) was noted to be the cause of the aortic dissection. The patient's bicuspid 1 b anatomy, raphe calcium, and horizontal aorta were noted to have contributed to the injury. Per the physician, the cause of death was aortic dissection. Per the physician, the dcs did contribute to the patient death and the patient's underlying medical history did not.

Manufacturer narrative:
Image review: six static images were provided for review. There is evidence of a possible acute angulation, and the nose cone of the delivery catheter system appears to be slightly bent and not across the aortic valve. Evidence supports that the valve was not implanted, and the delivery catheter system appeared to be visibly curved. It was reported that an aortic dissection occurred, and the patient was converted to surgery and subsequently died; however, images of the dissection were not provided for review. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. As listed in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: - death - cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) - emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention, balloon valvuloplasty). The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012338859); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an aortic dissection was observed while maneuvering the valve. Open heart surgery was performed for surgical aortic valve replacement (savr) but the patient died due to hypotension post savr.